Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for a left hip revision for an unknown reason. No revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is no product deficiency. The initial report should be voided.